Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is inconclusive as the products returned for evaluation were sealed lot samples and the product implicated in the event description was not returned for evaluation. Four 20 g x 0.75 in. Safestep infusion sets in unopened packages were returned for evaluation. An initial visual observation showed each package was sealed and was from the same lot (asdyf019). Each infusion set was removed from its packaging and inspected. No damage was observed on any of the returned samples. While the returned samples did not exhibit the alleged failure, possible causes include material fatigue and sharp instrument damage. A lot history review (lhr) of asdyf019 showed three other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in canada.

Event description:
It was reported that a patient was home receiving continuous IV blinatumomab via their ivad. The ivad was accessed with a bard safestep huber needle set. The blinatumomab was being infused using a cadd solis pump at 5 ml/hr. In the evening around 1720, the patient's mother allegedly noticed that blood was backing up the needle set tubing and called the unit for help. The mother was instructed to clamp the needle set tubing and stop the infusion and come to the unit. The mother related that she did not see any breaks in the needle set tubing or IV line. Upon arrival to the unit, a nurse attempted to flush the ivad through the needle set and allegedly noted the flush solution leaking from a break in the needle set tubing. The break was supposedly located right at the point where the tubing meets up with the luer connector. The broken huber needle set was removed and replaced with a new one.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of asdyf019 showed three other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported that a patient was home receiving continuous IV blinatumomab via their ivad. The ivad was accessed with a bard safestep huber needle set. The blinatumomab was being infused using a cadd solis pump at 5 ml/hr. In the evening around 1720, the patient's mother allegedly noticed that blood was backing up the needle set tubing and called the unit for help. The mother was instructed to clamp the needle set tubing and stop the infusion and come to the unit. The mother related that she did not see any breaks in the needle set tubing or IV line. Upon arrival to the unit, a nurse attempted to flush the ivad through the needle set and allegedly noted the flush solution leaking from a break in the needle set tubing. The break was supposedly located right at the point where the tubing meets up with the luer connector. The broken huber needle set was removed and replaced with a new one.